Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 730 mg/dl. The customer also states that there are differences between their sensor glucose levels and their blood glucose levels. Troubleshooting occurred. No add'l info was provided.